Manufacturer narrative:
(B)(4). Results & conclusion: (severely tortuous and mildly angulated iliac arteries).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. The aortic neck was straight and the iliac arteries were severely tortuous with mild calcification. There was slight kinking of the stent graft in the iliac arteries bilaterally (ref MFR 2953200-2011-00865). The physician elected to implant two palmaz stents within the iliac limbs of the bifurcated stent graft extension and the contralateral iliac stent grafts. No add'l clinical sequelae were reported and the pt is fine.